Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer¿s blood glucose level was between 100-120 mg/dl. The customer felt uneasy in regards to issue and reverted to an alternate method of insulin therapy.